Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that shortly after the implant procedure, the patient developed pain and numbness in the left arm. The physician later advised the patient to turn the stimulation on. Follow-up indicated that the symptoms did not subside, and the physician decided to explant the device. There have been no reports of further complications regarding this event.